Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported a lower tooth is shorter than the rest of their teeth on the bottom. Their bite is off, their teeth no longer touch but are on top of each other. Bite video and treatment plan evaluated, it was anticipated that the patient's bite to open a little, if it open anymore it will be re-evaluated. Provided information for bite feeling off. Photo was evaluated for intrusion and confirmed it is present. Advised a 14 day rest period on the lower arch.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.